Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and was explanted and replaced. Additional information received from the field representative that the dislodgement was confirmed thru fluoroscopy. No additional adverse patient effects were reported.